Event description:
It was reported that the control-iq algorithm increased basal delivery in response to the continuous glucose monitor (cgm) sensor reading; however, the cgm sensor reading was inaccurate. Reportedly, the cgm blood glucose (bg) reading was "high" (specific value was not provided), and the contact was unable to provide a meter bg reading at the time of the event. As a result of the increased basal delivery, the customer's blood glucose (bg) level lowered to 2 mg/dl. Due to the low bg level the customer became unconscious and experienced "convulsions and seizures." Customer required assistance by emergency medical services to administer glucagon and transportation the emergency room (ER). Customer was treated and "placed in a "bair hugger", to bring up body core temp." Customer¿s blood glucose level increased to 498 mg/dl while in the emergency room. It was discovered that the cartridge and infusion set had been in use for more than 48 hours with humalog insulin. Tandem technical support educated the customer on insulin labeling. Customer was released from the emergency room 4 hours later with the issue resolved and no permanent damage system check with tandem technical support did not identify any additional issues with the pump or related supplies. No additional patient or event information was available.

Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.